Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and rising/high thresholds. It was further reported that the rv lead continues to exhibit rising impedances. The lead was reprogrammed, remains in use, and will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and rising/high thresholds. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead continues to exhibit rising impedances. The lead was reprogrammed, and a rv lead change out was scheduled. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.